Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump touch screen was unreadable. Reportedly, the screen occasionally went black on the right side of the pump, without any graphics or text. The customer¿s blood glucose was in 350-400 mg/dl range. The customer continued to use the pump for insulin therapy.